Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event has been requested. No additional information is available at this time. The events of exposure, endophthalmitis, and vision loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The events of exposure and endophthalmitis are addressed in product labeling.

Event description:
Healthcare professional reported they implanted a xen®45 gts in the right eye using an ab-externo procedure and roughly two and a half weeks later, the patient presented with endophthalmitis and an exposed stent. The device was explanted on the same day and patient was given emergent referral to retina specialist. Treatment for the event included an intravitreal antibiotic injection given and a vitreous culture performed with results pending. The inflammation from the infection is improving, but vision is still poor at hand motions.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information received noting the infection and inflammation have resolved, but the vision has remained poor.